Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. In 2009, there has been no response from the surgeon despite our repeated attempts to contact for return of product and additional information.

Manufacturer narrative:
Device not returned.